Event description:
The acculink was implanted in 2004, with a good result. In 2005, the pt presented with a 90% restenosis. When the physician reviewed the films, it looked like one of the three struts of the acculink was broken, so the pt underwent surgery to remove the stent.